Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant and after placing this right ventricular (rv) lead on the septal wall the electrical parameters were evaluated and the pace impedance measurements were out of range when the lead was tested with the pacing system analyzer (psa). The rv lead was connected to the device and values were still out of range. This rv lead was replaced along with the pacemaker. The lead will be returned while the pacemaker will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.